Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 12.5 cm from the terminal pin of the distal defibrillation conductor. Visual inspection noted an insulation abrasion approximately 54.5-56.5 cm from the lead¿s terminal pin. The abrasion was smooth and in a spiral formation and the distal high voltage conductor was exposed and fractured in this location. Resistance testing was completed on each lead segment to assess lead electrical performance. The measurements were in normal limits on the proximal segment but the measurements were out of specification on the distal portion due to the fracture in the location of the insulation abrasion. An x-ray was performed and the rate/sense conductor coils were found to be intact. Laboratory testing confirmed that the clinical observations were most likely the result of the insulation being abraded through to the distal high voltage conductor resulting in its fracture. The type of damage is indicative of the lead being in contact with a hard surface or lead-on-lead contact.

Event description:
Only the lead was returned for laboratory analysis. The device is not expected to be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a system generated activity was created on a high shock impedance for this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. Result on disk analysis showed that there was a sudden increase in shock lead impedance in all three vectors during the daily measurement test in the past days. A boston scientific company representative discussed possible lead fracture and to perform in-clinic repeated measurements. In addition, company representative discussed that all commanded activities should be saved to disk so that all independent vectors could be analyzed. No adverse patient effects were reported. The device and the lead remains in service. Additional information received. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted. A different system was implanted at the left side of the patient. No adverse patient effects were reported. The lead and the device will be returned.